Manufacturer narrative:
Block h6: problem code a0402 captures the reportable investigation result of balloon burst. Block h10: investigation results a visual, microscopic and media examination of the returned complaint device found that the balloon was torn circumferentially, which does not confirm the reported event of balloon burst but may have been interpreted by the customer as balloon burst. The distal portion of the balloon was not returned. Additionally, the internal wire was bent close to the tear found in the proximal side of the balloon. The tip of the balloon came inside of a generic sponge/protector so it's probable that when the tip was introduced in this protector the tip got a bent. Based on the available information, it is possible that interaction with scope inside of the esophagus anatomy and a force applied over the device could induce in a corewire bent inside of the balloon and this extra pressure applied over the balloon could affect the inflation of it and cause the balloon to tear circumferentially on the proximal side. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the balloon burst. The procedure was completed with another cre fixed wire dilation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the balloon burst. The procedure was completed with another cre fixed wire dilation balloon. There were no patient complications reported as a result of this event.